Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance washer and found it to be operational. No repairs were required. This event is attributed to user error because user did not follow proper instructions stated in operator manual. The reliance vision single chamber washer operator manual states (1-2), "warning - burn hazard: inner surfaces of washer/disinfector are very hot after cycle is completed. Allow washer/disinfector to cool down before touching chamber. Always wear appropriate personal protective equipment (ppe), including gloves as well as a face shield, and avoid all contact with inner walls when reaching into chamber." The technician counseled user facility personnel on the proper use and operation of the washer, specifically avoiding contact with inner walls when reaching into the chamber and allowing the unit to cool once a cycle is complete. No additional issues have been reported.

Event description:
The user facility reported that an employee was burned on their wrist as they were quickly adjusting a piece of equipment in a reliance vision single chamber washer as the door was closing. The employee received disinfectant ointment and a bandage from the facility's occupational health department and returned to work the same day.